Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated out of epidural space. The patient underwent lead revision procedure and was doing well postoperatively.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated out of epidural space. The patient underwent lead revision procedure and was doing well postoperatively. Additional information was received that the leads were explanted and discarded by the facility.

Manufacturer narrative:
Correction to the initial MDR in block d4. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 19844320.